Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient experienced a skin flap infection and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted (specific date not reported).

Manufacturer narrative:
This report is submitted on november 07, 2023.